Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lower rectal resection, the staple line is incomplete the remote pat and the staples did not form a b-shape. The case was completed via hand sewing and replacing the cartridge.